Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2021. Also, on case-(B)(4), svn# (B)(6) - customer returned pump for an alleged cosmetic damage found on (B)(4) 2021 and on case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs and loss of communication between pump and transmitter found on sept 14, 2021. Device was received with a scratched case and a pillowing keypad overlay. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. However, the insulin pump had a high active current measurement, sleep current measurement and the pump remained powered on the after removing the test battery. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. However, the pump was unable to vibrate during self test. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No alarms or alerts or unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. A test case was used and continued testing. The pump passed the self-test, sleep current measurement and active current measurement. After removing the test battery the pump properly alarmed insert battery. Device successfully vibrates during the self test. No insulin pump remained powered on anomaly noted. Vibrate anomaly and unexpected battery power loss or replace battery alert/replace battery now alarm and powered on anomaly without the battery installed were confirmed due to corrosion on the vibrator assembly and battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the pump case. Unable to verify customer alleged for high/low bgs and dka. Vibrate anomaly and unexpected battery power loss or replace battery alert/replace battery now alarm and powered on anomaly without the battery installed were confirmed due to corrosion on the vibrator assembly and battery tube assembly. Loss of communication between pump and transmitter was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. Customer blood glucose level at the time of incident was over 600 mg/dl and his current blood glucose level was 269 mg/dl. Customer was experiencing vomiting due to high blood glucose level. Customer was treated with intravenous insulin drip, visited to emergency room. Customer agreed for troubleshooting. Customer used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.